Event description:
Customer called to report an occlusion alarm after 1.5 days of use. He stated that he woke up with bg in the 400's (mg/dl), and it was 195mg/dl prior to going to bed. He stated the pod may have been alarming for hours before he woke up. Customer stated that the infusion site appeared normal and that the cannula did not appear kinked. Returned pod for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak, which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.